Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure that instruments had to be forced into universal surgical manipulator (usm) 2, and it was not engaging. The intuitive surgical, inc. (Isi technical support engineer (tse) viewed the logs and did not see any related errors. The site tried reseating the sterile adapter, reseating the instrument, and tried a new instrument, all with no change. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the universal surgical manipulator (usm) 2 was having instrument engagement issues, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced usm 2 to resolve the issue. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to the engagement issues. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Based on the claim against the product by the customer noting that instruments were having engagement issues with usm 2, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The suspected usm instrument was analyzed and tested with various instruments. No engagement issues were found. The complaint regarding instrument engagement issues was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.